Manufacturer narrative:
Additional information is provided in b.5. Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. Corrected information b.2. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received the multiple system messages were displayed that alerted the customer to replace the lamp.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medical engineer reported the upper lamp of the system is defective. Additional information has been requested but not received.